Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent (des) to treat a moderately calcified lesion in the left main (lm) coronary artery and left anterior descending (lad) artery. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during removal following a failed delivery. It was detailed that the lm was engaged with an ebu 3.75 guide and was wired with a non-medtronic (mdt) wire with some difficulty. The lesion was pre-dilated with a 2.75mm balloon. The lesion was then stented with a 3.0x8mm onyx frontier des at 16 atm. There was a proximal edge dissection. The onyx frontier stent was being used to cover the dissection, but the stent was unable to pass due to calcium in the proximal lad and lm. A telescope guide extension catheter (gec) was used to assist in passing the stent, but the stent dislodged from the balloon very easily, likely due to stent malfunction, and was floating in the proximal lad and lm. An attempt was made to snare the stent with a 2.0mm balloon deployed within the stent to try pull it into the guide, however the stent would not come into the guide. A decision was made to deploy the stent. Due to telescope malfunction and difficulty, access with the guide and wire was lost. The lad was re-wired with a non-mdt wire, and an intravascular ultrasound (ivus) was performed which showed a partially expanded stent in the lad and an under-expanded dislodged stent in the lm. The dislodged stent was crushed against lm vessel wall. The lad and lm were dilated with a 3.5 balloon and the lesion was then stented with a 4.0x12mm drug eluting stent in the lm and lad at 16 atm. Ivus was performed again which showed a well-expanded stent and a successfully crushed stent in the lm. The lad was further dilated with a 3.0mm balloon, and a 3.0x38mm stent was placed over the initial dissection with the help of a non-mdt gec and deployed at 16 atm. Ivus was performed which showed a well expanded stent. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.